Event description:
Caller reported that pump became hot to touch. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was provided a replacement pump by technical support, who instructed on returning the problematic pump using a pre-paid label within 10 days.